Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an anterior cruciate ligament surgery, a break of the suture bridge occurred above the button and resulted in failure of the knotless mechanism. A part of the device remained inside the patient. The surgery was finished successfully with a different device. The knots were performed and a secondary fixation with ar-2323pslc. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The device was not returned and an evaluation on the product could not be performed. The reported event cannot be verified. The most likely cause for the reported failure is a user error. Per dfu-0147. Precautions. Acl/pcl/ btb/rt/abs tightrope only: excessive force on the shortening suture strands may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft.